Manufacturer narrative:
The reported event of lead migration cannot be confirmed with product testing alone. As received, the penta electrical testing the lead functioned as designed. Set screw marks were observed on the terminal electrode#1, which indicate that the paddle was secured. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system due to lead migration. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy.